Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was taken to the intensive care unit (ICU) and had not progressed very well.

Event description:
It was reported that on (B)(6) 2022, during an acdf c4/5 possible removal of existing plate, the surgeon was using acis set to implant an acis pro ti cervical graft. He inserted the implant and upon removal of the inserter realized it was in too far. He lost motors on the patient below the chest. (No equipment broke or malfunctioned). He then used a variety of instruments to try to remove the spacer which he was able to do. A new graft was placed and the plate was implanted with screws. Once the case was completed neuro monitoring showed that one side of her body was getting some motor response while the other side was not. There was a surgical delay when the graft had to be removed. This report is for one (1) inner shaft w/o stop f/acis insert dev. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.